Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during cartridge loading, preventing customer from resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to remove cartridge, deliver 9-unit bolus, and attempt reloading, but cartridge alarm recurred, so customer was instructed to switch to multiple daily injections as backup therapy. Technical support arranged replacement of pump and original cartridge, confirmed warranty and shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.